Event description:
The patient was referred for prophylactic generator replacement and diagnostics were normal. After replacing the generator, system diagnostics were performed multiple times and showed low impedance. Only the generator was replaced, and the explanted generator was discarded per hospital policy. No known additional relevant surgical intervention has occurred to date. No other relevant information has been received to date.